Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf medical device code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results the returned expect slimline needle was analyzed, a visual evaluation was performed and needle tip was bent outwards and the sheath was punctured by the needle tip. A functional evaluation noted that the handle was actuated and the needle did not extend. The needle was stuck inside due to the needle tip puncturing the sheath. Based on all available information and the condition of the returned device, it is most likely that handling and manipulation of the device could have contributed with the reported event. If the needle hits a hard surface during its use it can lead to a bent needle tip. Once the needle tip is bent outwards it can pierce the sheath and get stuck leading to difficulty extending the needle properly. The investigation concluded that the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the pancreas during a pancreatic pseudoquiste procedure performed on (B)(6) 2021. During the procedure, at the moment of inserting the needle, making the puncture and replacing the stylet, it did not fit on the thread. The procedure was not completed successfully due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used in the pancreas during a pancreatic pseudoquiste procedure performed on (B)(6) 2021. During the procedure, at the moment of inserting the needle, making the puncture and replacing the stylet, it did not fit on the thread. The procedure was not completed successfully due to this event. There were no patient complications reported as a result of this event.